Event description:
It was reported that, the surgeon revised the acetabulum and needed to replace the head of the existing exeter stem. Used a 32mm orthinox head.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.